Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the shock is not delivering after charging the defibrillator. There was no pt involvement reported.